Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the the high watt alarms occurred because the vad speed was increased to 8.5 watts without the adjustment of the high watt alarm in the controller. The loss of power on the controller was due to an accidental double disconnect.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2023 / serial #: (B)(6) d9: no h3: no h4: mfg date: 08-aug-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. Review of log files data also revealed multiple high watt alarms. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a slight increase in power consumption within the analyzed period leading up to (B)(6)2024. 8 high watt alarms were logged since (B)(6) 2024. Of note, vad speed was increased to without the adjustment of the high watt alarm in the controller. Furthermore, analysis of the alarm log file revealed 2 low flow alarms logged on (B)(6) 2024.this is an additional finding, unrelated to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow and high watt alarms. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additionally, log file analysis revealed a controller power up with an associated pump start event was logged on 11/sep/2024 at 04:49:59, indicating a loss of power. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 52% relative state of charge (rsoc) and that bat(B)(6) was connected to power port two (2) with 97% relative state of charge (rsoc). The data point recorded after the loss of power revealed that there was no connection to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for approximately eighteen (18) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported hight watt alarm and loss of power event were confirmed. Based on the risk documentation and available information, possible causes of the reported high-power event may be attributed to multiple factors including but not limited to external factors such as an inappropriate pump rotational speed, an incorrect setting of alarm threshold, and/or patient related factors. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. Additional product: product ID outflow graft 1420-controller serial # (B)(6) h3 yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.